Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer rail was sticking and failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer rails were causing issues with opening and closing the drawer. A field service engineer replaced both slide rails to restore proper drawer functionality. After logging into the hardware testing application, the drawers were tested and passed all functionality checks. The customer was able to successfully recover storage space and confirmed drawer functionality to their satisfaction. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer rail was sticking and failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.